Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report the insulin pump alarmed during the prime process and is stuck in rewind. Blood glucose reading is 220 mg/dl. The customer mentioned the insulin pump had been dropped on the carpet. Troubleshooting was performed. The customer was advised that the insulin pump will be replaced. Nothing further reported.